Event description:
In 2008, the sales rep reported that during a kit inspection, it was noticed that the set screw of the speedlink connector was damaged. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
This event occurred during inspection of a kit. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.